Event description:
Device malfunction: shaft breakage, ruptured and detached balloon. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that the viatrac was used during a percutaneous transluminal angioplasty procedure in the superior mesenteric artery. The balloon reportedly ruptured circumferentially at an unspecified pressure. During withdrawal of the viatrac from the pt, a portion of the balloon separated from the catheter and a shaft breakage occurred. A gooseneck system was used to retrieve the remaining balloon portion. Though requested, no add'l info was available.

Manufacturer narrative:
Eval summary: evaluation of the returned device found a circumferential separation close to the proximal shoulder. The distal tip (including the distal portion of the balloon) and 6mm of the distal portion of the inner member were separated and not returned, which may have provided add'l info for the investigation. The proximal portion of the returned shaft was torn (with jagged edges) and a kink was observed indicating a tensile overload. Scanning electron microscopy (sem) found the balloon separation was attributed to mechanical damage to the outer surface. Sem also attributed the inner member failure to tensile overload. There was no mention of any resistance felt during the procedure which would be expected with the mechanical damage noted to the balloon outside diameter, separated balloon, separated guide wire lumen, and separated proximal shaft. A review of the lot history record indicated that sample test rupture values and tensile values for the shaft were well above product specification. A root cause for the balloon rupture, balloon separation, separated guide wire lumen, and the kink and separated proximal shaft could not be determined. This type of damage appears to be procedural related. All rx viatrac plus catheters are 100% inspected for inflation to rated burst pressure and 100% inspected visually for shaft damage. In addition, a sampling from each lot is destructively tested to balloon rupture pressure and shaft tensile testing is also performed. No mfg issues were identified. Review of the lot history record did not produce any findings relevant to this investigation.